Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071, and customer stated no notable events occurred prior to malfunction while blood glucose impact remained unknown. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.